Event description:
It was reported there was no stimulation sensation on program one. Patient normally had stimulation set on program one at 5.5 volts and they increased it all the way to 9 volts and did not feel any stimulation. Patient did feel stimulation on program two. Later the same day it was reported the patient did not have stimulation on program one and that program two was too high and it "shocked them pretty hard." It was noted "the issues were the same two months prior when a representative did reprogramming." It was noted the representative stated there may be fluid around the lead which is why they were not feeling the stimulation on program one. Patient had no traumas or falls. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v014320, implanted: (B)(6) 2007. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).